Event description:
It is reported the pt was revised due to acetabular loosening.

Manufacturer narrative:
Info was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pmc/articles/pmc2600993/. The devices were not returned for review, therefore, their conditions cannot be described. The manufacturing documentation cannot be reviewed because item/lot info has not been received. The acetabular shell was a trilogy spiked shell. Theses devices were used in the treatment of a disease. No applicable pt history is provided. Compatibility of the devices is unk. A complaint history search cannot be performed due to the lack of info. With the info provided, a definitive root cause cannot be stated.